Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was over 400 mg/dl. After troubleshooting, customer was able to clear alarm. Customer also received an external ram crc error alarm and an unexpected restart error test. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor insulin pump and to call back should issue persist.